Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the gastrectomy, surgeon heard sound of the gear idling was heard at the handle side. Surgeon continued to use the handle only by replacing the staples. On the second reload, even though squeezed the handle, it became unable to fire on the halfway, so surgeon stopped using it and used another device to resolve the issue. No patient injury.